Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent gynecological procedure on (B)(6) 2009 and a mesh was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat mixed incontinence, cystocele, urethral hypermobility, and rectocele and mesh was implanted along with the concurrent procedures of anterior and posterior repair. It was reported that following insertion of the mesh the patient experienced pain, infection, urinary problems, recurrence and dyspareunia. (B)(4).